Event description:
Per clinical trial (B)(4): on (B)(6) 2015, patient underwent bilateral revision augmentation mastopexy; ptosis, right capsular contracture, implant malposition. A full vertical and horizontal t incision was used. 2 pieces of galaflex were used and there were no concomitant procedures done. On (B)(6) 2016, capsular contracture; breasts was reported. On (B)(6) 2016, patient had bilateral revision mastopexies. Right breast implant was replaced during procedure. No additional galaflex was used in this procedure, and no documentation that any galaflex was removed. Resolved on (B)(6) 2016 without sequelae. Review by medical affairs identifies the reported capsular contracture as likely related and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced the post-op complication of capsular contracture. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.